Manufacturer narrative:
(B)(6).

Event description:
It was reported that device migration resulted in both leads, and causing issues with the atrial lead. No patient symptoms were reported. The device was programmed to vvi mode pending an upgrade procedure. No further information is available.